Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, a sales representative reported via (B)(4) that an ar-1410lp low profile reamer broke. This occurred during an acl reconstruction where all fragments were retrieved and the procedure was able to be completed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1410lp batch 5020156224 was received for evaluation. Visual inspection revealed that the tip was broken off, and the parts resulting from the breakage were not received for evaluation. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure is user error, including excessive force and misalignment of the insertion.